Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had (B)(6). The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received that only the patients ipg was explanted last (B)(6) 2018 and the patients leads were explanted sometime in (B)(6) 2018.

Event description:
A report was received that the patient had (B)(6). The patient underwent an explant procedure. No further information could be obtained.